Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device shows that the impactor heads were worn and had small chips. Review of the device history records could not be completed as the manufacturing records for this serial number could not be located. Root cause is considered to be wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two impactors had become chipped. One was during the implantation of devices. The piece that was chipped off was accounted for and caused no serious injury to the patient. The second one was when the next surgery was being set up and the impactor was inspected prior to the surgery and was found to be chipped. No adverse events have been reported as a result of the malfunction.